Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported receiving no delivery alarms on his insulin pump. The customer's blood glucose was over 200 mg/dl. During troubleshooting, the reservoir and infusion set were disconnected and reconnected. When insulin was pushed through, the insulin did exit. A manual prime was run and insulin exited. However, the customer ran a second fill cannula sequence, there was no insulin exiting, and there was no alarm. It was advised infusion sets would be sent to the customer, as the ones he had were very close to expiration, which may have been the issue.